Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced unexplained hyperglycemia and stated they changed the set and it solved the issue. The customer¿s blood glucose level was over 600 mg/dl and treated with insulin pump and couple of syringes. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the auto mode feature was not in used. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.